Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the tx60 did not fire consistent with normal use. Rep was given the medwatch form by the risk manager. Medwatch, #45-0076-1999-0006, received from rep stating "the ta 60 did not fire properly. The pt bled and required 3 units of blood. The surgeon sewed bleeders. Pt recovered."